Event description:
One pt with discrepant tsh results. Same sample used for repeat testing on same analyzer. Initial result gave 0.113 uil/ml; repeat gave 11.42 uil/ml. Erroneous result not reported. The field service rep was unable to determine the cause of the discrepancy. Performance tests were performed which were within specifications.